Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd nexiva¿ closed IV catheter system experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter : the patient complained of sharp pain while the device was in-situ and there was visible bleeding from below the penetration site of the cannula down the arm. The skin had been pieced in 2 places.

Event description:
It was reported that 1 bd nexiva¿ closed IV catheter system experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: the patient complained of sharp pain while the device was in-situ and there was visible bleeding from below the penetration site of the cannula down the arm. The skin had been pieced in 2 places.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs of an 18ga x 1.25 nexiva unit from lot number 2005335. A visual inspection of the provided photos confirmed the reported issue of ¿needle through catheter¿. There is blood residue in the catheter, indicating that venipuncture was attempted. The needle through catheter may occur during manufacturing however this would result in the device being received by the end user with the needle pierced through the catheter wall. This would make it impossible to insert the catheter tubing and needle into the patient together. The presence of media in the catheter tubing and the unit confirms that venipuncture was performed and indicates that the defect occurred in the clinical environment. This is also supported by the verbatim which indicates that the defect occurred during use, most likely due to re-cannulation, which is warned against in the IFU(instructions for use). A device history record review showed no non-conformances associated with this issue during the production of this batch.